Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p and f us : revision due to pain. Neck pain didn't reduce after implantation of prosthesis, revision was done to replace by a fusion device. From surgeon's opinion "motion preserving technology may not have been the best option for this patient". Patient is doing well.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. After several attempts to obtain information, it was not possible to get the complaint form. Therefore, the reference and lot number of the product is not known. It was not possible to perform the review of the device history records. Based on the review of the case during complaint meeting on july 5th 2018 and the recurrence of this type of event for this implant, the root cause of the event cannot be determined. Requests for additional information and product return did not receive a response. It could not even be possible to make hypothesis about the root cause of the event. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown.

Event description:
Mobi-c p&f us: revision due to pain. Neck pain didn't reduce after implantation of prosthesis, revision was done to replace by a fusion device. From surgeon's opinion "motion preserving technology may not have been the best option for this patient". Patient is doing well.